Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage to the pump at the backside of the battery compartment, pump error 35(a broken force sensor was detected during seating or regular delivery) and exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). Unable to confirm keypad anomaly or navigate through keypad menus due to constant open book image. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might have triggered the reason complain. During download history review (pump_diagnostic_trace) pump error 35 was recorded on 06/28/2024 at 19:45:00.000 hour. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of water corroded electronic assemblies and battery connectors causing an unexpected electrical short. Unit also received with serial number label missing, cracked case (battery tube), cracked case, pillowing keypad overlay, cracked keypad overlay at select button, stained keypad overlay, and scratched case in conclusion customer concern of critical pump error alarm (open book image) was confirmed and triggered by pump error 35 was confirmed. After this deconstructive analysis, it was determined that pump error 35 was caused by corroded electronic assembly. Therefore, isolate to an electronic assembly. In addition, allegation for cosmetic damage on battery compartment was also confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.